Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not achieved with the device, therefore manual pressure was held with control of the bleeding. The pt was discharged home later that day without problems. Approximately one week later the pt presented with a "cool leg." A doppler of the right leg was performed which indicated reduced flow. The pt was taken to surgery (date unknown) where collagen was identified to be within the common femoral and superficial femoral arteries. The collagen was removed and the vessel repaired. As of 12/31/1998 there has been no further report of complication or pt sequelae made to the MFR.